Manufacturer narrative:
The customer's meter was received for investigation. The meter failed to power on with retention batteries. Examination of the battery compartment shows corroded contacts by a leaked battery. Contamination can cause the complained issue of missing segments. The root cause is contamination of the contacts due to improper handling or maintenance. Medwatch fields d1, brand name, d4 catalog no and primary UDI number and d9 were updated.

Manufacturer narrative:
The meter was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a display issue with coaguchek xs meter serial number (B)(6). The customer stated two segments on the left side of the first number appeared faded. They were unable to determine if it was a 3 or 8. The top segment and bottom segment was missing from the second number. Unable to determine if it's a 1 or 7. Their last result was a 3.1 inr or 8.7 inr due to the missing/faded segments. Customer reported the result as a 3.1 inr and their warfarin dose was adjusted accordingly. There was no harm to the patient.